Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1040939, medical device expiration date: 2022-06-30, device manufacture date: 2021-02-09, medical device lot #: 0258321, medical device expiration date: 2022-01-31, device manufacture date: 2020-09-14, medical device lot #: 0345763, medical device expiration date: 2022-04-30, device manufacture date: 2020-12-10, medical device lot #: 1014093, medical device expiration date: 2022-05-31, device manufacture date: 2021-01-14, medical device lot #: 0345764, medical device expiration date: 2022-04-30, device manufacture date: 2020-12-10, medical device lot #: 0316350, medical device expiration date: 2022-03-31, device manufacture date: 2020-11-11. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing clotting in samples. We have a volume based on clotted samples at 70% of lavender top tubes. Phlebotomy collection protocols are satisfactory meeting proper collection standards."

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was clotting/micro clots/fibrin clots. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "we are experiencing clotting in samples. We have a volume based on clotted samples at 70% of lavender top tubes. Phlebotomy collection protocols are satisfactory meeting proper collection standards."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-11. H6: investigation summary: bd received customer samples on lot #'s 0258321, 1014093, and 1040939 for investigation. The customer samples were evaluated along with retention samples of the remaining lot numbers selected from bd inventory. The samples were tested and no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of (both) retain & customer, including control samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.